Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall room to room overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The patient was taken to the hospital after the fall occurred and x ray showed a small fracture. Treatment information was not reported. The patient was discharged back to the long term care facility where he resides and seemed to be fine. The customer felt the event was an unfortunate accident and the lift was not at fault. The baxter service technician inspected the likorall lift, and no malfunction was identified. The customer believed the lift strap may have twisted and got stuck in the lift. The staff member was lowering the patient and the lift seemed stuck, and he believed the motor may have turned a couple turns without lowering the strap. The staff member tugged on the strap and the patient dropped 6 to 8 inches. The strap had a small faint crease line in it near the end closest to the sling bar. The baxter service technician could not replicate the reported event. The exact cause of the patient fall, and subsequent serious injury is undetermined; however, use error from a twisted lift strap cannot be excluded. Prevention of this type of event is outlined in the device IFU as stated above.

Event description:
It was reported that on (B)(6) 2024 at 09:30 in room 3016, a staff member was using a likorall 242 and lowering a resident to his wheelchair when the lift allegedly dropped 6 to 8 inches causing the resident to fall into his wheelchair. The resident hit his arm on the arm rest and sustained an arm fracture. This incident was captured under complaint ref # (B)(4).